Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), at 6.0 months post implant, was explanted due to battery depletion. A new guidant device was subsequently implanted. The explanted device was returned to guidant for analysis.